Event description:
The customer reported that the system would not produce an exposure. A reboot was required to regain functionality. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The firmware for the ffb and gib was reinstalled. The system was then found to be operating as intended.